Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Follow-up #1: date of submission 13-mar-2019 - new information was received from the reporter and has been captured under (B)(4). Please consider this pi closed.

Manufacturer narrative:
Follow-up #2: date of submission 05-apr-2019 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 03-apr-2019 with the following findings: a review of the black box showed the pump was not in use from 10/20/2018 until (B)(6) 2019. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged their healthcare provider stated the pump had a malfunction but was unable to specify. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery